Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: a review of the device history indicated one replace battery alarm with code 128-fb88; however, no evidence of excessive battery usage was recorded. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. The pump current draws measured within specifications. The pump case was removed and no intermittent condition was found to the power pcb. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the device history indicated one replace battery alarm with code 128-fb88; however, no evidence of excessive battery usage was recorded. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. The pump current draws measured within specifications. The pump case was removed and no intermittent condition was found to the power pcb. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is being resubmitted at the direction of the FDA esg group. The supplemental report #1 for MDR# 2531779-2015-35468 was originally submitted on 10/27/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.